Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: (B)(6) 2006. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Event description:
Journal article received: a new intramedullary nail device for the treatment of intertrochanteric hip fractures: perioperative experience; peter bienkowski, rudolf reindl, gregory k. Berry, elena iakoub and edward j. Harvey; the journal of trauma injury, infection and critical care; volume 61, number 6, december 2006, 1458-1462 reported: a study designed to compare the trochanteric fixation nail (tfn) with the dynamic hip screw (dhs) during the period between may 2003 and march 2004. There were 30 patients assigned to each group with a mean age of 81.7. There were 26 males and 4 females in the tfn group and 24 males and 6 females in the dhs group and a mean follow up at 31 weeks. This report focuses on the complications reported in the tfn group. The tfn used in the study was 235 mm in length and 12 mm in diameter. It was reported that 1 patient experienced a reduction loss and 3 patients developed asymptomatic heterotopic ossification. This is report 2 of 3 for complaint (B)(4). This report is for an unknown blade.